Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling a patient on arctic sun device s/n (B)(6) and got an alarm 14 (pt temp probe out of range). Patient temperature was 33.7c. Esophageal probe in place. Suggested monitoring patient temperature and checking a second source for correlation. If alarm 14, 15 or 50 return replaced probe and/or temperature in cable.